Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent struts on the first 2 strut rows from the distal edge of the crimped stent were damaged, distorted and stretched distally out over the distal markerband. The bumper tip of the device showed signs of damage to the distal edge of the tip. This type of damage is consistent with resistance being encountered on advancement of the stent delivery catheter through a calcified lesion site. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system and may have occurred during advancement attempts to the lesion site. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a heavily calcified diagonal branch. A 3.00x12mm promus premier stent was advanced to treat the lesion, however, resistance was encountered. The device was removed and upon inspection, it was noted that the stent struts were flared. Pre-dilatation was then performed followed by placement of another 3.0x12mm promus premier&#63507;tent and the procedure was successfully completed. No patient complications were reported and the patient&#62688;status was fine.

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a heavily calcified diagonal branch. A 3.00x12mm promus premier stent was advanced to treat the lesion, however, resistance was encountered. The device was removed and upon inspection, it was noted that the stent struts were flared. Pre-dilatation was then performed followed by placement of another 3.0x12mm promus premier stent and the procedure was successfully completed. No patient complications were reported and the patient's status was fine.